Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch ultra mini meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred in (B)(6) 2015. The patient was unable / unwilling to say how she manages her diabetes or if she made any change to her usual diabetes management routine as a result of the alleged product issue. The patient stated that at the same time she developed symptoms of nervousness and shakiness. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that the patient did not have any testing supplies to complete trouble shooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. In addition the alleged product issue was not resolved during troubleshooting.